Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert that had been going off for awhile. The following day the patient came to the emergency room after having received multiple inappropriate shocks. A remote monitoring transmission indicated that alerts had been triggered for non-sustained episodes and short v-v intervals, high pacing impedance, and noise. Oversensing was noted on the incoming transmission as well as on stored episodes. The right ventricular (rv) lead was suspected to be fractured. Reprogramming was performed to turn the lead off. The next day the lead was capped and replaced. No further patient complications have been reported as a result of this event.